Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal of the device, the distal edge was confirmed to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.